Event description:
It was reported that the device was explanted after an implant duration of approximately 2 months due to endocarditis. Through follow-up with the surgeon, it was learned that the patient had extensive aortic root infection which required re-replacement of the aortic valve and re-attachment of the anterior mitral leaflet. The surgeon also noted that "this was a surgical issue not a valve related event". No other details reported.

Manufacturer narrative:
Unfortunately, the subject device was not returned for evaluation, and therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the surgeon, "the patient had extensive aortic root infection which required re-replacement of the aortic valve and re-attachment of the anterior mitral leaflet." The surgeon also added that "this was a surgical issue not a valve related event." No further actions are possible with the available information.